Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the loss of stimulation was actually a loss of stimulation sensation in certain positions such as stretching or bending. The pulse width was programmed to be wider and this seemed to help the issue and the issue was resolved. It was noted that the patient had lost (B)(6)lbs in the past year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient would feel stimulation and suddenly lose stimulation sensation and when she lost stimulation she felt like she might collapse. The rep noted that the patient didn't use adaptive stimulation. The rep reported that the patient didn't feel stimulation while walking, bending over, bending to the right and sometimes the way she sat or leaning over when sitting. No further complications were reported.